Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. The pump was received with normal operating currents and no unexpected off no power or low battery alarm, blank display or display anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 352 mg/dl at the time of incident. The insulin pump will be returned for analysis.